Event description:
Reportedly, distributor found that there was no audible alarm when the ventilator was tested. There was no pt involvement in this case. However, if it were to recur, caregiver would not be audibly alerted in case of ventilator malfunction.

Manufacturer narrative:
(B)(4).